Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead the explanted device was not returned to bsn.

Event description:
A report was received that the patient developed a leg weakness right after the scs was implanted. The patient underwent a scs explant procedure. The physician believed it was not device related. The patient was doing well postoperatively.